Event description:
The customer reported that "the plug-in does not work". There is no reported adverse patient impact.

Event description:
The customer reported that "the plug-in does not work". There is no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.